Manufacturer narrative:
(B)(4). The exact age of the patient is unknown, however, it was reported the patient was over 18 years. Device component code is related to device problem code for the problem of lead suture broke. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an anterior prolapse repair procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the suture broke. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Analysis of the returned uphold lite with capio slim confirms that the lead suture is broken, but the carrier bent is not confirmed. Visual examination revealed that the suture on the blue with a white stripe dilator is broken and the dart is missing and was not returned. There was no damage to the capio slim suture capturing device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications, but due to anatomical/procedural factors encountered during the procedure, the performance of the device was limited. The most probable root cause classification is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an anterior prolapse repair procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the suture broke. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.